Manufacturer narrative:
(B)(4)

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit would shut off and restart on its own. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the complaint. He checked the fuses and connectors to main board. Voltages were within tolerance, including voltage across c1 capacitor. He removed and cleaned the edge connectors on communications, analog to digital (a/d) timer, computer boards and reseated firmly. The unit operated to the manufacturer¿s specifications.

Manufacturer narrative:
The reported complaint was not confirmed. Multiple diligence attempts were unsuccessful in gathering further information from the user facility. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.